Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and air was drawn from the vizigo. During the procedure, although continuous drainage and flushing were performed, air was drawn from the vizigo sheath. Air was confirmed after the procedure. The catheter was not replaced, and the procedure continued as per the physician's judgment. No patient consequence was reported. Additional information was received on 01-jun-2025. Air was not being introduced into the patient. No maneuver was performed as it was found at the end of the procedure. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 13-jun-2025. No needle product was used with the vizigo sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, although continuous drainage and flushing were performed, air was drawn from the vizigo sheath. Air was confirmed after the procedure. The catheter was not replaced, and the procedure continued as per the physician's judgment. No patient consequence was reported. The device was returned to johnson & johnson medtech (j&j) for evaluation on 27-jun-2025. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The air flow back issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number was retrieved during the product investigation. Therefore, processed the following: -d4. Lot -d4. Expiration date -d4. Primary UDI number -h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).